Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 5.0mmx20mmx135cm sterling balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 6 atmospheres for 30 second, the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The device was completely removed from the patient's body. The procedure was completed with a 5mm x 2cm coyote balloon catheter. No patient complications were reported and the patient's status was good.